Manufacturer narrative:
(B)(4). Date of follow-up report : 3/2/2016. The customer has advised that the placement of the microcoil was not apart of the ablation procedure. It is standard of care at (B)(4) for a coil to be dropped as a localization procedure to confirm the lesion and is performed on all empress study patients. The pneumothorax and chest tube placement was not related to the ablation procedure or the imprint ablation system used.

Manufacturer narrative:
(B)(4). Date of initial report: 12/22/2015. The incident device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that an ablation was performed as part of the (B)(6) study on the rll for a 3mm nodule. The patient developed a pneumothorax following ablation when a microcoil was placed to mark the ablation site which is related to the ablation procedure/study. The patient was treated with chest tube placement.